Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed. The customer treated with the incorrect couch position on 1 of 25 fractions (user error). The positioning error was 5 cm, which represents a dose error of 4% over the course of the treatment, which was insignificant.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a cone beam CT (cbct) registration issue.